Event description:
This lv lead was implanted on (B)(6) 2006 and capped on (B)(6) 2011 due to an unknown reason. No additional information is available at this time. The physician was dr.(B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).